Manufacturer narrative:
(B)(4). Death is not specifically listed in the instructions for use.endoleaks are listed in the instructions for use. Event is still under investigation.

Event description:
A male patient underwent evar on (B)(6) 2011. A couple hours after implantation patient vital conditions went unstable; showing signs of massive internal bleeding. Emergency CT-scan showed free contrast solution in abdomen near aorta close to stentgraft. Additional implantation of monoiliac stent graft to stop bleeding. Extended ICU-time. On (B)(6) 2011 the patient expired due to multiorgan dysfunction.